Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023 h6: investigation summary customer returned 14 used pen needles. It was reported by the consumer that needle clogged during priming, difficulty operating as intended and needle (pe) bends during use. The needles were visually inspected and was found that 3 of the needles were entirely broken on the non-patient end side,3 pen needles were bent on the patient end side, and no issues were found on 8 other needles. Flow test was provided to 8 of the needles with no issues during the visual inspection, and there was no difficulty, or problems during use. Based on the damage present the needles broken on the non-patient side may have occurred accidently, while the user was preparing the pen needle for use. Potentially if the pen was not aligned with the canula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of needle clog. The root cause of the needles breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles was unable to prime and sometimes the button will lock up. The following information was provided by the initial reporter: consumer reported no flow when priming pen needle stated, sometimes the button will lock up on the pen preventing her from dialing up.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles was unable to prime and sometimes the button will lock up. The following information was provided by the initial reporter: consumer reported no flow when priming pen needle stated, sometimes the button will lock up on the pen preventing her from dialing up.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.